Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved was performed on two pictures provided by the customer. Customer photos show an 040 humidifier adaptor with a clear snap cap and white adaptor body. One image shows a 340 ml water reservoir in the customer photo along with the humidifier adaptor packaging indicating adaptor lot 09e20, product code 000-40, is involved in the complaint. The adaptor was pictured from above in both photos and not in profile or from below. Because of the angle of the photos provided, it cannot be determined that the adaptor is faulty or would not screw or fit on to the flow meter. Sample needed to confirm complaint issue. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "aquapak humidifier adaptor is faulty and would not screw or fit on to the flow meter. Clinical consequences: none - prior to use on patient during inspection/functional testing".